Manufacturer narrative:
(B)(4). This report is for use error, reuse of single-use product, where the caregiver (cg) reused disposable supplies after receiving an alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for an unrelated alarm the caregiver (cg) reused disposable supplies. The technical service representative (tsr) explained the event and assisted the hp in ending therapy and advised the cg to start over with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.